Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D1, d2, d3, d4, g5 ¿ 510k: this report is for an unk - screws: 5.0 mm va locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E1: (B)(6). E3: reporter is a j&j sales representative. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it is reported that on (B)(6) 2024, the patient underwent a reoperation for a supracondylar fracture of the femur occurred after a tka. After nail insertion, the depth of insertion and plate placement were checked. A drill bit was inserted through a sleeve into the hole on the proximal side of the plate for temporary fixation. The hole on the distal side of the plate was drilled and a screw was inserted. The hole on the proximal side of the plate which temporarily fixed was about 45 mm when measured with a drill bit, but there were only 5.0 mm va locking screws with 50 mm length or more. Therefore, a 5.0 mm va locking screw with 50 mm length was unavoidably inserted. A va 3.5mm screw inserted to the anterior hole on the plate. Drilling and measuring the hole on the proximal side posterior to the plate revealed a value of 30 mm, but there were only screws with 36 mm or longer. Therefore, screw insertion was abandoned because there was no direction in which a length of 36 mm or longer could be obtained due to interference from nails, etc. Even though drilling was performed in different directions multiple times. Screws were then inserted into the posteriorly distal hole to the plate and into the other distal and proximal holes. At last check, the tip of the 5.0 mm va locking screw with 50 mm length was found to be protruded considerably from the bone, so the screw was removed once and reinserted after cutting 4-5mm off the tip. The reoperation was completed successfully with no surgical delay. It is not known if the products used in tka were j&j¿s products. No further information is available. This report is for one (1) unk - screws: 5.0 mm va locking this is report 1 of 1 for complaint (B )(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. E1: (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.